Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. The lab was not able to confirm an aneurism or leakage from the device since the device was received with complete shell and ring separation and shell material missing from openings. The band tubing, the shell/ring, and the buckle were broken with striations consistent with surgical end cut likely to have been made to facilitate removal of the device. There was missing material from the damaged port septum and evidence of puncture and coring likely to have been caused by the use of a coring needle. Further information from the reporter regarding the serial number has been requested. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over-inflation of the band with sterile saline. The exact cause of the event cannot be determined.

Event description:
Health professional reported an aneurism developed on the balloon.